Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2019, customer initially reported his adc meter had a "broken screen" with black spots and markings on the display. On (B)(6) 2019, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer experienced symptoms described as feeling "cold, cold sweat, and then a lot of heat", and was seen at a health center where his blood glucose was determined to be "over 500 mg/dl" and he was treated with insulin (dose/type unspecified). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a the provided serial was deemed invalid. An extended investigation has been performed for the black spots/markings on a meter display and there was no indication that the product did not meet specifications. A tripped trend review was completed for the reported complaint and precision xceed meter, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Section pma510k# was incorrectly documented in the initial MDR 30 day report. Section has been updated.

Event description:
On (B)(6)2019, customer initially reported his adc meter had a "broken screen" with black spots and markings on the display. On (B)(6)2019, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer experienced symptoms described as feeling "cold, cold sweat, and then a lot of heat", and was seen at a health center where his blood glucose was determined to be "over 500 mg/dl" and he was treated with insulin (dose/type unspecified). There was no report of death or permanent injury associated with this event.